Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence. The physician did not believe it was a device issue because the original placement was more distal than needed. The aus cuff was relocated to a more proximal position on the urethra. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. The reason for the malposition of the device was determine to be an unintentional use error that contributed to the event. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.